Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a x-smart w/contra angle eur, the motor did not rotate during use. No injury occurred.

Manufacturer narrative:
Additional information: no device has been sent for analysis. As a consequence, no investigation is available. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).